Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, alarm with constant beep was noted. Subsequently, the alarm was resolved with a new mix. No patient consequences were reported. No adverse effects were reported.